Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 investigation findings was missed to capture in previous follow up report (MDR 2518422-2022-71442-1) , now it is updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache,particles in airpath related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally/internally and observed signs of gray contamination on tha iso port,observed slight black contamination at the blower seal of the blower box is consistent with the keratin contamination and dust/dirt contamination on the flip lid locking mechanism,outside of the blower box,outlet iso port of the humidifier and on the inlet of the motor was inconsistent with degraded sound abatement foam contamination and the presence of contamination within the airpath,suggests a source external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error (e-72,err_psens_unable_to_obtain_bus) found. The manufacturer could not confirm the customer allegation and they confirmed the presence of contamination in the airpath.